Event description:
It was reported that after an unk procedure, a leak was found. Another operation was performed to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
Info not available, device not returned for analysis.